Manufacturer narrative:
Additional information: d10, h3, h6: as received, a complete lead was returned in one piece. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque was applied to the connector pin. The cause of the reported event of difficult to extend and retract the helix was isolated to the helix being clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies. The reported events of difficult to extend and retract the helix were confirmed while the reported event of the helix not staying retracted was not confirmed

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, the helix of the right ventricular (rv) lead would not stay retracted during lead placement. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.